Event description:
It was reported by the aci distributor that a male patient underwent a diagnostic coronary procedure on (B)(6) 2012. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Access was obtained via a 6f sheath (model unknown). Following the procedure, the deployer selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon popped during pullback and the device pulled through the sheath. Since access was maintained a second mynxgrip vascular closure device 6f/7f was prepped and deployed. The physician reported that the balloon on the second device also popped due to "a lot" of calcium being present. The second device was removed and a device from another manufacture was deployed successfully. The patient was reported as hospitalized for an unrelated and unspecified reason.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a diagonal tear in the balloon, approximately 4.5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported by the facility that the presence of calcium was abundant and that was what caused the balloon to rupture. The review of the lhr (lot f1219501) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1219403) indicated that the device lot met all established performance criteria prior to shipment. See medwatch 3004939290-2012-00409 for the first device.